Event description:
It was reported that during an unknown procedure, the surgeon attempted to fire the device and it would not fire. The cartridge fell out of the device and into the patient. It was retrieved. A new device was used to complete the procedure. There was no patient impact reported. (B)(4)

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The test reload was loaded without any difficulties and did not fell out during the functional testing. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.